Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient underwent surgical intervention to replace the ipg. Effective therapy was restored post surgery.